Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an inquiry about the possibility of having an MRI with multiple stimulators for a patient who is quadriplegic [unrelated]. The patient had two inss implanted, each with one lead, in thailand. The patient's mother reported that the inss are "flipped" and "amplifying the signal," although it was not indicated that this was a device or therapy issue. Additional information was not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.